Event description:
A healthcare worker was reported with itchy, burning eyes, burning throat/chest/lungs. Symptoms reported to have started january 2005. Allergist/dermatologist stated no skin allergy exists.